Event description:
(B)(4): it was reported that one of the light suspensions at an account was reportedly missing an m3 screw and that the spring arm had reportedly become separated from the horizontal arm.

Manufacturer narrative:
There was no reported pt involvement, therefor,e no pt data exists. The catalog number provided is the actual component of the visum halogen surgical light system that was reportedly involved in this event. The actual device was evaluated in the field on (B)(4) 2012. A stryker field service technician visited the user facility and observed that the m3 screw was missing from the spring arm component of a visum halogen surgical light system. The m3 screw keeps the spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm. If the m3 screw is not in place, there is a risk of the light head detaching from the suspension. However, there was no report of the light head detaching in this specific event. Additionally, the stryker field service technician also observed that the spring arm had become slightly separated from the horizontal arm. Upon inspection it was found that the circlip was not seated properly in the spring arm assembly. This was causing the spring arm to slip out of the horizontal arm. The root cause of how the circlip became unseated and how the m3 screw came to be missing could not be fully determined, however, the account did report that the light suspension had been un-installed for a light demo, but the account could not confirm who re-installed the light suspension. The missing m3 screw was replaced and a new circlip was installed and seated properly and the issue was resolved. There was no reported pt involvement and no adverse consequences reported.